Event description:
Event date: (B)(6) 2025 perceived impact on patient no harm she placed this IV on nights but then stated that "it would not release, the spring got stuck when trying to release it from the patient".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your reported issue of retraction or safety mechanism issues could not be confirmed from the 18ga insyte autoguard bc winged unit that was provided for investigation. The needle was received fully retracted within the safety shield and the IV catheter was received separate from the needle. After resetting the safety mechanism, a functional test showed that the needle fully retracted without getting stuck. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.